Manufacturer narrative:
There was device malfunction associated with the inappropriate defibrillation event. The patient passed away on (B)(6) 2016. There is no evidence that the inappropriate treatment caused or contributed to the patient's death as the patient was in a non-life-sustaining rhythm at the time of the treatment event. Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: sn (B)(4): 10/30/2013; electrode belt: sn (B)(4): 07/24/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2016. Prior to passing, the patient experienced an inappropriate defibrillation event consisting of one shock. It was reported that the patient was unconscious at the time of the event. The device detected asystole at 19:40:37. At 19:41:45, a153 joule pulse was delivered. The rhythm at the time of the treatment was asystole. The post-shock rhythm was accelerate idioventricular rhythm at 85 beats per minute degrading to asystole. Oversensing of small cardiac signal contributed to the false detection. The response buttons were pressed after the treatment was delivered. The response buttons functioned appropriately. The patient passed away on (B)(6) 2016. There is no evidence that the inappropriate treatment caused or contributed to the patient's death as the patient was in a non-life-sustaining rhythm prior to the treatment event.